Manufacturer narrative:
D9: product received date 7/29/2024. H3: one device was returned for repair in used condition with complaint of error code 1870. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history found 1870 error. Visual/functional testing was performed. The reported problem, lec 1870, was verified by power up process, performed no disposable attached test. The cause is foreign material found in the motor gears. Removed the foreign material to correct the issue. The device passed all functional tests after the repair. .

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a last error code 1870. The event occurred during testing on an unknown event date. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.